Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming l5 solenoid of the pneumatics module was replaced. The system was then tested and met all product specifications. A non-conformance based review of the system serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product met release criteria. The root cause of the reported event is attributed to nonconforming l5 solenoid of the pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a vitrectomy probe of an ophthalmic operating console did not aspirate. The procedure details and patient impact have not been provided. Additional information has been requested but none received.